Manufacturer narrative:
Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the motor test and no unexpected pump error 38 noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was 150 mg/dl at the time of the incident. Customer stated that, the insulin pump was not exposed to a high magnetic field. The mother stated that, they are able to rewind the pump. Assisted with performing displacement test which was passed. Completed insulin pump errors troubleshooting and customer had received 3 pump error alarms in past 2 weeks. Per alarm table directs to replace pump. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.